Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) with non-malignant pain. It was reported that the patient experienced shocking over a year ago when they were getting into the bathtub. The patient stated they were scared and stopped using their device. The ins was now over discharged. The rep tried to convince the patient to do a device reset to check impedances and programming, but the patient refused. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.